Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal sheath was entrapped within in the anatomy such that the ratchet was unable to engage the stent properly; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified 5.00 mm lesion in the femoral to popliteal artery. A 6f 45 cm introducer sheath was placed 10 cm from the proximal lesion and pre-dilatation was performed with a 6.0 x80 mm armada 35 percutaneous transluminal angioplasty (pta) balloon catheter to 8 atmospheres. A 5.0 x 150 mm supera self expanding stent system (sess) was advanced and the stent was attempted to be deployed at the lesion. On the final step of stent deployment, the stent was noted to have not deployed in the proper way and could not be observed on imaging. The deployment lock was unlocked and the thumb slide advanced to the most distal position on the handle. The sess was therefore removed and the stent was noted to have deployed in the introducer sheath [reason stent could not be observed on imaging]. No further intervention was required due to the results achieved from pre-dilatation of the lesion. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.